Event description:
"Postsurgical changes of the right total hip arthroplasty. There is interval increase in fluid at the trochanteric bursa with prominent focus of synovial proliferation/debris which is suspicious for particle disease. The trochanteric bursal fluid likely communicates with the right hip joint capsule." MRI report dated (B)(6) 2011. Date of event is when hip replacement was done.